Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low r-wave amplitudes and oversensing. Device data was sent to rhythmcare for review. Further evaluation is expected to be completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.